Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing were observed via remote transmission. Review of the egms revealed noise on rv lead. Increase in pacing lead impedance was also noted. The lead was explanted and replaced. Patient was in stable condition post-procedure.